Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips scissored on the first firing. The surgeon peeled the clip off of the artery, there was no tissue damage. The same device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Broken advancer,malformed clip the instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.